Event description:
A peritoneal dialysis (pd) patient reported a volume error warning-twice in dwell 3 of 5. Patient tried pushing ok the first time, but the warning recurred. Patient rebooted the cycler but received a power fail recovery failed message. When the patient attempted to reset up with new supplies a fluid leak was discovered. Fluid was in the pump module area and on the exterior of the cassette. The patient was issued a new cycler. In a follow up, the patient's pd nurse reported that the patient did not have any harm, adverse effects or intervention due to the leak. The patient has received a new cycler. The cycler is available to return for investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post-ast 2 hour 15 min 8500 ml test was performed and passed. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The voltage check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. There was fluid in the hp2 filter of the pump assembly. The cause of the encountered fluid and dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the fluid leak event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a volume error warning-twice in dwell 3 of 5. Patient tried pushing ok the first time, but the warning recurred. Patient rebooted the cycler but received a power fail recovery failed message. When the patient attempted to reset up with new supplies a fluid leak was discovered. Fluid was in the pump module area and on the exterior of the cassette. The patient was issued a new cycler. In a follow up, the patient's pd nurse reported that the patient did not have any harm, adverse effects or intervention due to the leak. The patient has received a new cycler. The cycler is available to return for investigation.